Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the tip has broken off. The piece was left in the patient, and it was retrieved successfully. The user was midway through the harvesting, the thigh was harvested, and the problem occurred while harvesting the bottom leg. Product was changed out procedure completed successfully with 10 minutes delay.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 28, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). The affected sample was not returned; therefore, a thorough investigation could not be performed, and a definitive root cause could not be determined. A retention sample from the same lot number was inspected to show no anomalies with the device and a fully intact v-cutter. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.